Event description:
On (B)(6) 2010, global product surveillance contacted the patient's nurse regarding an unrelated issue and was informed of the following event. On (B)(6) 2010, the patient reported to her dialysis nurse that a separation occurred with her transfer set. The patient stated that she stood up suddenly and pulled hard on extension tubing which caused the transfer set and extension tubing to separate. The transfer set clamp also came apart and fell off. The patient was instructed to come to the clinic immediately. The nurse then replaced the transfer set and instructed the patient on the signs and symptoms of peritonitis. The patient was not started on prophylactic therapy, as the patient, at the time of this incident, was finishing a course of antibiotics from a previous infection.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot numbers h10f01037 and h10h31055 with no issues noted during the manufacturing process. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. If further information becomes available, a follow up will be submitted.